Manufacturer narrative:
(B)(4). Investigation result: one flexiva 200 tractip laser fiber the fiber was returned broken in one piece. The first piece measured approximately 314.9 cm from the top of the connector to the distal tip. The exposed glass portion of the distal tip measured approximately 3.25 mm. Examination under magnification reveals that the fiber tip is fractured with a portion detached. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device showed no evidence of the reported event of failure to fire. Therefore, a review and analysis of all available information indicated that the cause code for this event is no problem detected which indicates that the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber was used and it had insufficient laser energy. The procedure was completed with a another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.